Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the left scissor blade was broken off of the instrument. The blade had fractured at the cross section of the grip cable crimp and half of the cable crimp is exposed. The fracture plane of the blade is nearly straight. The detached blade was also returned. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a da vinci s prostatectomy procedure there was a collision between the instruments and part of the monopolar curved scissors instrument fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse event or injury was reported.